Event description:
It was reported that the external pulse generator (epg) turned off after the battery door was opened. It was further reported the patient was 100% av (atrial ventricular) paced and the epg (external pulse generator) failed and shut off and patient was asystole for 40 seconds. The pacer was noted to have a blank screen and when the switch on button was pressed it came on and began pacing the patient. The user had a second back up 5388 external pacemaker available and connected that to the pacing cable. There was a brief period of lack of pacing support. The battery was not "dead"; battery was tested by biomed and voltage was 7.78 volts. The epg was returned for repair. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case is dented (affecting keyboard fit). Upper case, lower case, ring cover, and both bail covers are broken. Battery contacts are compressed, keyboard is scratched, and serial number label is damaged. (B)(4).